Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 187 mg/dl, 132 mg/dl. Tests were done 20 minutes apart with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.